Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site city, event postal code - (B)(6), event site state-ga),g3,g6,h2,h3,h4,h6(type of investigation,investigation findings,component code, investigation conclusions),h10,h11. A getinge field service engineer (fse) evaluated and replaced safety disk to fix the issue. The fse completed the pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department verified the failure of the safety disk failing the membrane leak test, with a result of 13mmhg. The factory specification is +-6mmhg. Safety disk failed testing. Retaining the safety disk in the fat dept. As per procedure 0002-07-d008 rev al.the non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the safety disk of the cardiosave intra-aortic balloon pump (iabp) failed the pneumatic interface module test out of box. There was no patient involvement reported .